Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date of death is currently unknown. Initial reporter occupation: non-healthcare professional- "patient family member".

Event description:
Patient communication received. A daughter of a patient from (B)(6), called up regarding the hip replacement compensation, in reference to the news she read in the newspaper. She said that her mother had undergone a surgery of total hip replacement in the year 2014 at a hospital in (B)(6), and in (B)(6) 2015 her mother passed away. Thus, she wants to know the procedure to claim the compensation amount.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.